Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant." It had previously been reported that patient, while in hospice, expired due to "natural causes."